Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported via medwatch number: mw5097031, that a female patient who underwent an unspecified breast augmentation with two unknown mentor silicone breast implants has experienced unexplained systemic symptom of supraventricular tachycardia postoperatively. The report indicated that cardiac ablation performed due to supraventricular tachycardia and patient hospitalized for heart rate at 230 beats per minute, resulted in cardiac ablation after several episodes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.